Event description:
On (B) (6), 2010, the rptr contacted lifescan (lfs) alleging that the lay user/pt's one touch ultramini meter was displaying an "er5" message. The medical surveillance specialist (mss) was unable to reach the rptr for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The rptr alleged that the product issue began at approx 1:00 am on (B) (6), 2010. The cca documented that the pt manages his diabetes with insulin (no adjustments). The reporter claimed that due to the alleged product issue, the pt took an increased dose of 2 additional units of his insulin (medication name not specified). A few hours after the alleged error message appeared on the subject meter, the rptr claimed that the pt became dizzy. The rptr stated that the pt was unable to test his blood glucose on any meter. At approx 7:00 am, the pt reportedly received treatment from an unspecified lay individual with novolog 70/30 insulin (dose not specified). No further info was provided after the treatment was administered. The cca documented that the pt followed a correct technique for testing his blood glucose on the subject meter and that the test strip did draw in the sample completely. The reported meter issue could not be resolved with troubleshooting. Replacement meter and supplies were sent to the pt. This complaint is being reported because the rptr claims that the pt was unable to test his blood glucose due to the reported issue, reportedly became dizzy, and required medical treatment/intervention from a lay person for a condition suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.